Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified stent struts at the mid-section of the crimped stent were distorted, deformed and lifted upwards from the stent profile. There is no issues to note with the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported stent damage occurred. Vascular access was obtained via the right radial wrist in order to fix the target lesion located in the first diagonal artery. The physician as using a guidezilla extension catheter. The right subclavian was very tortuous, so when physician attempted to put the promus premier 3.50x38mm stent through the guidezilla, it got hung up on the collar of the guidezilla and was stuck at the collar/transition of the guidezilla which deformed the stent. Both devices were removed from the patient. The procedure was completed using another stent. No patient complications were reported and the patient status was stable.

Event description:
It was reported stent damage occurred. Vascular access was obtained via the right radial wrist in order to fix the target lesion located in the first diagonal artery. The physician as using a guidezilla extension catheter. The right subclavian was very tortuous, so when physician attempted to put the promus premier 3.50x38mm stent through the guidezilla, it got hung up on the collar of the guidezilla and was stuck at the collar/transition of the guidezilla which deformed the stent. Both devices were removed from the patient. The procedure was completed using another stent. No patient complications were reported and the patient status was stable.